Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the instrument appeared to have been disassembled possibly for cleaning and the instrument is not meant to be disassembled. The instrument also showed signs of extensive use.

Event description:
It was reported patient underwent total right knee arthroplasty on an unknown date. Subsequently, it was discovered during reexamination patient had retained an impactor screw. There has been no reported revision to date.

Manufacturer narrative:
H3 - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequent radiographs taken on (B)(6) 2014 revealed that a screw from an instrument had been retained by the patient. A revision procedure was performed on or around (B)(6) 2014 in which the screw was removed from the patient.